Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the device had channel error after commencing glucose 10% was confirmed during log review and replicated during testing. The pump module was programmed for a ¿basic¿ infusion and reproduced the error code 240.4150. The asm analog sensor task was performed, the pump module bottle and patient side pressure sensors were found to be out of specification. A temporary replacement of the bottle and patient side pressure sensors was carried out on the pump module for testing purposes only. The bottle and patient side pressure sensors were found to be within specification. The event date was reported as (B)(6) 2025; the time was not reported. The pump module event log showed the device in use on (B)(6) 2025 attached to the pcu s/n (B)(6) as channel a. Review of the suspect pump module error log showed error code 240.4150.0 (sensor_broken_high_failure) occurred on (B)(6) 2025 at 3:26 pm. The error code 240.4150.0 occurred 267 (two hundred sixty-seven) between 03 january 2022 and 28 october 2025. On 05 october at 3:24 pm the user selected ¿guardrails IV fluid¿ and programmed an infusion with the drugid 243 (glucose 10%), rate of 15 ml/h, volume to be infused (vtbi) of 450 ml and expected duration of 30 hours. The infusion started with a primary volume infused (pvi) of 0 ml. At 3:26 pm a channel malfunction error code 240.4150.0 (sensor_broken_high_failure) occurred on the pump module. At 3:27 pm the pump module was removed from the pcu with a total volume infused of 0.5 ml. The bd alaristm system with guardrailstm suite mx user manual v12.1 states that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report issue that the device had channel error after commencing glucose 10% is attributed to malfunctioning pressure sensors. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a1801, g04037, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error after commencing glucose 10%. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error after commencing glucose 10%. There was patient involvement, but harm is unknown.